Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The lot number was not provided. A review of the device history record could not be conducted. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken.

Event description:
The rotator broke during angiography by power injector. A micro catheter was connected to the tubing. No harm or injury reported.